Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported severe eye pain nine days following an intraocular lens (iol) implant procedure. The patient also experienced congestion, corneal edema, exudation in the pupil region and vitreous opacity. The patient was treated with local steroids, local non steroids and anti-inflammatory medication. The symptoms were gradually relieved and resolved in (B)(6) 2015. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.